Event description:
Caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level reported. Customer received guidance from cts to perform a pump reset, which resolved the issue, and the customer successfully started a new sensor session.